Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 34.0-34.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.(B)(6).

Event description:
This report is to advise of an event observed during analysis.